Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure for lower limb arterial occlusive disease, the spring was allegedly found to be dislodged from the head-end of the catheter. It was further reported that after capture using biopsy forceps, it was withdrawn from the body. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was returned for evaluation and thus it was physically investigated. During physical investigation the helix was broken at 115 cm distance from the tip of the catheter. The tube had a hole at the same position at 115 cm from the tip of the catheter. Guide wire and drapes were delivered in a sealed sterile package. Therefore, the investigation is confirmed for the reported helix break. A clear root cause could not be identified but catheter helix break represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure for lower limb arterial occlusive disease, the spring was allegedly found to be dislodged from the head-end of the catheter. It was further reported that after capture using biopsy forceps, it was withdrawn from the body. There was no reported patient injury.